Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support (tts) informed customer that fiasp insulin is off-label per the user guide. A system check was performed by tts and the cartridge was blocked. Customer changed cartridge to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.